Manufacturer narrative:
The device were not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information, the cause of the reported single leaflet device attachment (slda) was unable to be determined. It should be noted that the mitraclip instructions for use states under the intended use section that ¿the mitraclip g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ and states under the target patient population section that patients with significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus (degenerative mr) who have been determined to be at prohibitive risk for mitral valve surgery by a heart team. Since the device was used for a tricuspid valve repair, this is considered as an off-label use of the device; however, it was undetermined if the off-label use of the mitraclip on the tricuspid valve contributed to the reported issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event, implant/explant dates: dates estimated. Device information: the UDI number is not known as the part and lot number were not provided. (B)(4). The additional patient effects and death reported in the article are captured under separate medwatch report numbers. Attachment: article titled, "acute kidney injury following tricuspid transcatheter edge-to-edge repair".

Event description:
This is filed to report single leaflet device attachment. This research article was a retrospective study designed to investigate the prognostic impact of postprocedural acute kidney injury (aki) following transcatheter edge-to-edge valve repair (teer) for tricuspid regurgitation (tr). Complications identified in the study included: single leaflet device attachment (slda), hospitalization, heart failure, medical intervention, renal failure, hemorrhage, death. In conclusion, postprocedural aki occurred in 15.7% of patients undergoing teer for tr, despite the absence of iodinated contrast agents, which was associated with worse clinical outcomes. These findings highlight the clinical impact of aki following teer for tr and should help in identifying patients at high risk for aki. Details are listed in the attached article titled, " acute kidney injury following tricuspid transcatheter edge-to-edge repair". No additional information was provided.